Event description:
It was reported during a laparoscopic gastric bypass the stapler would not fire. Another reload was inserted and the same thing happened. Another et45g was opened to complete the case. There was no consequence to the pt.